Event description:
It was reported that during the implant attempt, the lead popped out and dropped when the doctor opened the lead package. The doctor examined the package and found the inner packing missing. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4), the lead was returned and analyzed. No anomalies were found. The analyst noted that the inner packaging was not received at analysis. The lead and stylets were received in the self-seal sterilization pouch.